Manufacturer narrative:
UDI #: (B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss was unable to duplicate the issue. Fss replaced the hard drive, per advise of the regional technical support engineer. Fss performed the field service checklist on the unit, which the system passed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Error 2012 (instrument host timeout error) occurred with whitestar signature system, that entered safe mode as technician was cleaning screen between cases. The customer re-booted and continued with their daily surgeries. The initial report indicated that there was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. (B)(4). All pertinent information available to abbott medical optics has been submitted.